Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having poor coupling with recharging. It was reported that the patient stated, ¿that they had been working on it all day and it was about 99 percent charged¿. The patient stated that they had full coupling when they stood, however when they would sit down the coupling would change. The patient indicated that they were not using the recharge belt but used the waistband of their shorts to keep the recharger in place. It was reported that the patient had triedt o reposition the antenna prior to the call. Troubleshooting done on the call was patient services had the patient reposition the antenna over the ins. It was reported that the troubleshooting steps resolved the reported issue. The patient¿s coupling issues were resolved when the patient repositioned the antenna and when they stood up. It was indicated that there were no ins pocket concerns as a possible reason for the recharge concerns. Adhesive disc were requested for the patient to try. The patient was advised to call back if their issue continued and to call back earlier so it wouldn¿t be at the end of their recharge session so other troubleshooting options could be considered. No symptoms were reported. It was reported that the issues had been occurring intermittently for a couple of months in 2018. No further complications were reported/anticipated. Additional information received from the patient indicated that it takes too long to recharge and find the correct spot to put the recharger over. The patient noted that the adhesive discs did not resolve their coupling issue, and it still takes too long to recharge. No further complications were reported or anticipated.